Event description:
Same as manufacture# 6000093-2004-01356. It was reported that 6 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the patient presented to the cath lab with an acute anterior wall myocardial infarction with subtotal occlusion of the left anterior descending (lad) and diagonal (dx). The lad was predilated with a 2.5 x 20mm crosssail balloon and the dx was predilated with a 2.0 x 15 mm voyager balloon. A taxus express2 -2.5 x 24 mm placed was placed in the lad followed by a taxus express2 - 2.5 x 8 mm stent proximal to the initial stent. The taxus stents were then post-dilated with a 2.5 x 12 mm quantum maverick balloon at 20 atms. Six days later the patient was brought back to the cath lab and was determined to have a thrombus proximally from the taxus stents. Angiojet was used multiple times and improved flow was noticed initially. However, the patient started to develop multiple episodes of ventricular tachycardia and ventricular fibrillation requiring multiple defibrillation. In addition, the lad kept closing. The physician then decided to use a 2.75mm quantum maverick balloon and try and maintain some opening. However, the vessel kept closing and the patient kept developing multiple episodes of ventricular tachycardia and ventricular fibrillation requiring multiple defibrillation. It was noted that the patient and family member had requested that the patient not be on any prolonged mechanical ventilation due to their multiple co-morbidites and critical nature of their disease. The physician then decided to stop all treatments and the patient expired in the cath lab.